Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the surgeon noticed a white mark on the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional information provided by the surgeon indicated the pt had an excellent outcome.